Event description:
In 2008, pt had a leg fracture and developed dvt. Decision was made to place vena cava filter. Physician suggested pt to come back in six weeks for retrieval, but the pt did not return until 2008. At that time, an attempt was made to retrieve the filter. However, it was noted the filter was tilted and there were 2 or 3 legs that appeared to be outside the ivc, about 2-3mm. The filter retrieval was unsuccessful. The physician indicated that the original placement of the filter was aligned perfectly in the ivc.

Manufacturer narrative:
Unk as lot # was not provided. Event evaluation: an examination of returned images showed that the placement of the filter is fine. Also, the x-rays from the retrieval showed a small perforation by one leg, which may have contributed to the tilting of the filter making the snaring of the hook difficult. It is difficult to determine the exact reason for perforation as we do not know any additional info about the pt's activity levels or medical history, such as abdominal surgery. We will continue to monitor for similar reports in the future.